Event description:
The rotator broke during a left ventriculogram procedure. No harm or injury was reported. The customer reported two defective devices but did not provide any additional information or clinical details for the additional event. The customer is not expected to return any devices for evaluation. This single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation/investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found one similar complaint for this lot number. A f/u report will be submitted when the evaluation is completed. Evaluation: method: the device history record was reviewed, the complaint data base was reviewed. Conclusions: a f/u report will be submitted when the evaluation is completed.